Manufacturer narrative:
Image review: three static images were provided for review. The patient¿s executive summary was not provided for anatomical review. The event refers to a failed transcatheter aortic valve replacement inside a failed non-medtronic surgical valve. It was reported the evolut failed due to severe stenosis, which was evident on the provided images. A non-medtronic valve was implanted valve in valve within the failed evolut. This was evident by the provided images. As stated in the instructions for use (IFU), potential risks associated with the implantation of the corevalve evolut r bioprosthesis may include, but are not limited to, the following: prosthetic valve dysfunction (regurgitation or stenosis) due to fracture; bending (out-ofround configuration) of the valve frame; underexpansion of the valve frame; calcification; pannus; leaflet wear, tear, prolapse, or retraction; poor valve coaptation; suture breaks or disruption; leaks; mal-sizing (prosthesis-patient mismatch); malposition (either too high or too low)/malplacement. Updated b5. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a non-medtronic valve was implanted valve-in-valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 5 years, 4 months, and 3 weeks following the implant of this transcatheter bioprosthetic valve in a patient with 10-20% calcified disease in the left anterior descending artery and 20% calcified disease in the mid-left circumflex, the patient was evaluated for chest pain and congestive heart failure. Subsequently, severe stenosis and an elevated mean gradient of 94 mm hg were noted. A transesophageal echocardiogram also revealed moderate mitral regurgitation and restriction of the posterior leaflet. Intervention involving the implant of a surgical aortic valve has been planned. No additional adverse patient effects were reported.